Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 cubie was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) identified that the data light was not illuminated. After powering down the machine and checking all cable connections, no issues were found. The fse replaced the drawer controller board, but the data light remained off upon reboot. The retractor band was then replaced, which resolved the issue. The station was powered on, and the drawer responded correctly. The final testing was completed using hardware test application (hta), and the customer verified drawer functionality by performing a full inventory count. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of "failed cubie drawer" was confirmed during field service engineer testing and subsequently confirmed during dchu investigation process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that main drawer 4 was off bus. During inspection of the back panel, the data light was found to be off. The fse powered down the machine and verified all cable connections to the drawer, confirming they were properly secured. The drawer board was then replaced; however, the issue persisted, as the data light remained off and did not blink upon power-up. The fse subsequently replaced the retractor band, after which the machine was powered on and the issue was resolved, with the data light functioning normally. The fse proceeded to perform hta (hardware testing application) testing and completed final system checks. Finally, the customer conducted a full inventory count through the application to confirm proper operation. During dchu visual inspection p/n 353844-01: microscopic inspection revealed that the flat flex cable exhibited copper strand bridging between adjacent conductors, with evidence of associated thermal damage. P/n 151622-01: the part showed no signs of physical damage, fluid ingress, thermal damage, loose or missing components. No anomalies were found during visual inspection. During dchu testing p/n 353844-01: no dchu testing was required due to the observed thermal damage during visual inspection. P/n 151622-01: passed the dmm and hta testing without anomalies or intermittent behavior detected. The device was un use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "failed cubie drawer" was due to cross continuity between adjacent strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 cubie was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. As per part investigation, it was determined that the failed cubie drawer was due to crossed continuity between adjacent copper strands in the retractor assembly, resulting in thermal damage and compromised drawer functionality. There were no adverse events or injuries reported based on this event.